Event description:
It was reported via medwatch (B)(4) that balloon rupture occurred. The target lesion was located in the right coronary artery. A 4.00 x 32mm synergy megatron drug-eluting stent was advanced for treatment. However, while attempting to deploy the stent, the balloon rupture during inflation. The balloon would not inflate, and stent was not deployed. So, stent was removed intact and no harm to patient.